Event description:
It was reported that valve embolization occurred. Vascular access was obtained via transfemoral approach. Balloon aortic valvuloplasty was performed. A 27mm lotus edge valve was advanced to treat a massively calcified aortic valve. On the first unsheathing of the 27mm lotus edge valve, there was a partially supra annular fit with a pronounced deformity noted. The lower part of the prosthesis was anchored in the annulus plane but did not fully unfold. The 27mm lotus edge valve was re-sheathed in accordance with the directions for use (dfu) and repositioned. Strong deformation of the valve was noted again but with an intra annular fit and functionally adequate results. During final release of the valve from the delivery system, the 27mm lotus edge valve embolized to the aorta. A 26mm non boston scientific valve was implanted with good results. The balloon of the non bsc valve system was used to move the 27mm lotus edge valve distally to the transition from the distal aortic arch to the descending aorta, in the area of the aortic isthmus. The 27mm lotus edge valve is not tilted and is in a natural orientation. No patient complications were reported.

Manufacturer narrative:
H3 device evaluated by MFR: procedural media was made available to aid in the investigation. The media available for review was reviewed by a bsc medical director and bsc quality engineer. The media shows moving angiographic images from a transcatheter aortic valve implantation and is consistent with the reported event. A lotus edge valve is deployed into a severely calcified aortic annulus. The initial position is too high, and the distal end of the valve frame is severely compressed by the calcification. The valve is resheathed, the catheter is advanced deeper, and the valve is unsheathed again. The c-arm view is changed many times but when the valve is observed in the locking view there is no gap evident between the buckles and posts at all three positions indicating that the valve is locked. The valve is positioned too high relative to the annulus and the bottom of the valve frame appears to be severely compressed by the calcification. The remainder of the clip shows the implantation of the non- bsc valve. Following the implantation of the non-bsc valve, the lotus edge valve can be seen in the ascending aorta and as the clip progresses the valve can then be seen at the aortic arch. The lotus edge can be seen freely moving in the ascending aorta, subsequent clips showing it being dragged with a balloon to distal aortic arch. Anatomically it is covering left subclavian artery but the flow looks to be uncompromised. The media shows attempt to deploy a lotus edge valve into a very calcified aortic valve, leading to a severely deformed prosthesis in a high position. The valve was anyway released in this configuration, leading to an embolization and subsequent successful deployment of non-bsc valve. The embolized lotus edge valve was managed by stabilizing it in distal aortic arch. No obvious procedural complications can be seen.

Event description:
It was reported that valve embolization occurred. Vascular access was obtained via transfemoral approach. Balloon aortic valvuloplasty was performed. A 27mm lotus edge valve was advanced to treat a massively calcified aortic valve. On the first unsheathing of the 27mm lotus edge valve, there was a partially supra annular fit with a pronounced deformity noted. The lower part of the prosthesis was anchored in the annulus plane but did not fully unfold. The 27mm lotus edge valve was re-sheathed in accordance with the directions for use (dfu) and repositioned. Strong deformation of the valve was noted again but with an intra annular fit and functionally adequate results. During final release of the valve from the delivery system, the 27mm lotus edge valve embolized to the aorta. A 26mm non boston scientific valve was implanted with good results. The balloon of the non bsc valve system was used to move the 27mm lotus edge valve distally to the transition from the distal aortic arch to the descending aorta, in the area of the aortic isthmus. The 27mm lotus edge valve is not tilted and is in a natural orientation. No patient complications were reported.